Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was reacting slow to button presses. Customer's blood glucose level was 14 mmol/l. The customer had to press the button several times before the insulin pump reacted. The insulin pump was bumped. The customer was recommended to revert to backup plan if they cannot get insulin delivered as it should. The customer was advised that the device would be replaced and agreed to return the product for analysis.